Event description:
The user facility reported that after impella was placed and started in auto, impella had suction alarms. Albumin was administered resolving suction alarms. The patient also had a cat scan scan when arriving at intensive care unit revealing possible stroke. Bival was turned off. An ischemic stroke was confirmed, and patient was neurologically intact. Anticoagulation was restarted. On day six of impella support, labs were trending up, urine slightly pink tinged and labs coming back hemolyzed. Impella cp inlet appeared to be pointed toward the mitral valve with pigtail in papillary muscle. The medical doctor pulled the impella back and opted to run it shallow to avoid having inlet hitting the mitral valve. On day seven of cp support, motor current (mc) with spike noted and immediately following spikes in mc, suction alarm present. Mc following spike noted to be flat and no longer pulsatile. Flows dropped from 1.5 to 0.8l. Volume status was adequate, and echocardiogram done that showed inlet across aortic valve. Impella at p-2 with veno-arterial extracorporeal membrane oxygenation (va ECMO) in place flowing around 2.5l. Plan had already been for cp and va ECMO removal that day, so device removed as planned. Upon removal it appeared there was questionable thrombus ingestion within the outlet of impeller.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: impella cp sn (B)(6) returned. After 6 days on impella support, ldh trended up with urine slightly pink tinged. Echo confirmed inlet was pointed at the mitral valve with pigtail in papillary muscle. Md pulled impella back and left shallow to avoid mv interaction. Urine output returned to yellow following repositioning. Data logs were not recovered. Returned product had biomaterial wrapped around the impellor blade but showed no other physical abnormalities. -mechanical interaction with blood - the cause of the mechanical interaction with blood was a pump positioning issue. -device in wrong position - the cause of the pump being too deep requiring repositioning was not determined due to insufficient clinical details. After 7 days on cp support, mc spike occurred followed by suction alarms. Flows dropped from 1.5 to 0.8l. Data logs were not recovered. Returned product showed biomaterial in the inlet cage and wrapped around the impellor blade. -low pump flow and pump suction - the cause of the low pump flow and pump suction was biomaterial cause by ingestion, due to biomaterial found on the returned pump and the mc spike noted in the clinical details. Clinical symptoms - stroke, thrombosis - in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root causes of the stroke and thrombus were unable to be determined due to insufficient clinical details. Device history lot: device lot: 1955125. Device history batch: subcomponent lot: n/a device history review: pump s/n (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Corrections: e4. The investigation of the reported failure mode has been completed. The impella device was returned for investigation. Data logs were not recovered. Returned product had biomaterial wrapped around the impellor blade but showed no other physical abnormalities. Mechanical interaction with blood: the cause of the mechanical interaction with blood was a pump positioning issue. Device in wrong position: the cause of the pump being too deep requiring repositioning was not determined due to insufficient clinical details. Low pump flow and pump suction: the cause of the low pump flow and pump suction was biomaterial cause by ingestion, due to biomaterial found on the returned pump and the mc spike noted in the clinical details. Clinical symptoms: stroke, thrombosis: the root causes of the stroke and thrombus were unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.